Manufacturer narrative:
The customer¿s report of a cracked extension set was confirmed. Visual inspection observed that the female luer had a vertical hair line crack measuring 0.578 inches long. The female luer was inspected under magnification; no stress marks were observed. Functional testing was performed; a leak was observed as fluid flowed through the crack on the female luer on the used extension set. The cause of the leak was a cracked female luer. The cause of the crack was not determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during an infusion a crack was noted in the extension set with blood backing up into the tubing and tpn leaking approximately ninety minutes after the infusion was started. There was no report of patient harm.